Event description:
The customer reported during a pacemaker replacement procedure, this right ventricular lead was surgically abandoned (capped) due to low impedances of 190 ohms and low r-waves of 1.9mv. A new lead was successfully implanted. No adverse pt effect were reported. The device was actively implanted for approx 6 years, 1 month.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The device history records and the complaint filed of the lead model were reviewed. No trend of the same or similar type was found or indicated.